Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "unattached/bubbled downstream occlusion (dso) seal. Foggy screen with large amounts of small scratches as well¿ was confirmed through visual inspection. The cause was unknown. Replaced dso seal and liquid crystal display (lcd) lens. Further investigation found the upstream occlusion (uso) seal was delaminated and date/time incorrect. Replaced uso seal and printed wiring assembly (pwa) board. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a unattached/bubbled downstream occlusion (dso) seal. The device also had a foggy screen with large amounts of small scratches. This occurred during testing, and there was no patient involvement.